Manufacturer narrative:
(B)(4). A partial lead was returned in three segments for analysis. Clavicle crush damage was noted at 25.3-25.8cm from the connector pin. The outer coil was fractured and the outer insulation was damaged at this location, consistent with the field observation of noise, high threshold, and high lead impedance. (B)(4).

Event description:
It was reported that lead noise with high, out of range, high voltage lead impedance and high capture threshold was observed on the rv lead. Physician also noted insulation breach of the lead. Patient was asymptomatic. Lead was explanted and a new lead was implanted without complications. Patient is stable.

Event description:
It was a low voltage lead and not a high voltage lead.